Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that the up and down buttons on the patient's infusion device were not functioning. The patient also stated that she does not hear a beep when she presses the down button. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.